Event description:
It was reported that a trained physician successfully achieved arteriotomy closure of the right common femoral artery using the starclose device in 2007 following a coronary catheter with balloon angioplasty and stenting procedure. The pt returned on 04/12/07 with leg pain and underwent a femoral angiogram showing a 70% occlusion/stenosis at the level of the starclose clip. The pt's current condition is unknown. No additional info available.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be filed with any relevant information.